Manufacturer narrative:
(B)(4). Difficulty removing the stent delivery system (sds) post-deployment through the guiding catheter may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the guiding catheter, the balloon not being fully deflated prior to removal, damage to the guiding catheter, or interaction with the patient anatomy. To ensure these difficulties are not the result of manufacturing, the sds are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. Return of the xience sds may have aided in the investigation and determination of cause. Dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. However, a conclusive cause for the reported patient effect and the relationship to the device cannot be determined. There is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot number were not reported.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending (lad) artery, the rx xience v stent delivery system (sds) was advanced and the stent was implanted successfully. During removal of the sds, resistance was met and the guiding catheter moved into the lad. A dissection was noted. No additional information was provided.

Event description:
Additional information received: the dissection was treated with an additional stent.